Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high sugar and received motor error. The customer¿s blood glucose level was unknown. The customer reported that they had received motor error. The customer reported that the drive support cap appears normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No motor error alarms noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).